Manufacturer narrative:
Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 7xx insulin pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. Also checked reservoirs snap-caps width dimensions. Using a new lab infusion sets connected reservoirs and found too loose to connect/release.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer had excessive no delivery alarms. The mother stated the alarm would occur after changing their infusion set. The customer's blood glucose was unknown. The customer declined to return the reservoir for analysis.